Manufacturer narrative:
Results: the distal tip of the sep8 core wire was fractured off distal to the bulb, approximately 149.5 cm from the proximal end. Conclusions: evaluation of the returned device revealed that the atraumatic distal tip of the sep8 was fractured off. This type of damage likely occurred from improper continuous use of the sep8 after the atraumatic distal tip folded over itself. The atraumatic distal tip may become folded over on itself as a result of interaction with patient anatomy or thrombus. If the device is continued to be forcefully used after the atraumatic tip is folded over on itself, the core wire may fatigue, and eventually fracture. Further use of the device after the core wire fractured likely caused the platinum wire to fracture, which allowed the entire distal atraumatic tip to separate from the sep8. The root cause of the reported resistance could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system separator 8 (sep8). During the procedure, while aspirating a highly organized portion of thrombus using the sep8 with an indigo system aspiration catheter 8 (cat8) , the physician experienced resistance and the tip of the sep8 broke off in the lower left lobe of the pulmonary artery. The physician attempted to aspirate the broken tip of the sep8 using the cat8, however the tip could not be retrieved and was left in the patient. Therefore, the procedure was completed using the same cat8 and a 035 guidewire as a separator. There was no report of an adverse effect to the patient.